Event description:
Lap chole - "clip applier wouldn't release from vessel."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering determined that the unit functioned properly and met all specifications but the handle would intermittently stick. Engineering was able to replicate your experience of the handle sticking; however, the jaws were able to be opened with minimal forward force applied to the trigger. The root cause of your experience is attributed to an internal component that can get caught when the trigger is released slowly. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Applied medical has recently implemented device improvements which are intended to reduce the potential for this type of incident to reoccur. This lot was built prior to application of these device enhancements. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This document represents our final report.